Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Received a letter from an attorney alleging his client was driving the chair outside when the chair jerked, while her hands were not on the controls throwing her from the chair.

Manufacturer narrative:
The device has not been made available for evaluation.

Event description:
Received a letter from an attorney alleging his client was driving the chair outside when the chair jerked, while her hands were not on the controls throwing her from the chair.